Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013093 in question was manufactured at the osted site. Threshold analysis: a query was run on 14-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6013093". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6013093 was manufactured according to work instruction (wi) batchcard for production of packaging room on 28-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Sterilization report no. (B)(4) was reviewed, and no deviations were identified. Clinical data from a phase 3 trial involving subcutaneous administration of foslevodopa-foscarbidopa (produodopa) indicate that patients' may experience side effects primarily at the infusion site. Reported events include erythema, pain, cellulitis, and oedema. In some cases, infusion site infections have been observed, with treatment involving oral antibiotics. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced swelling, redness, and pain in the abdomen after removal of the cannula on (B)(6) 2025. The patient was placed on antibiotics, and the cannula size was changed by the medical doctor (md) from 6mm to 9mm. It was also reported that a small piece of the cannula was stuck inside the abdomen, which was removed with tweezers. The patient experienced infusion site reactions one week after starting vyalev with initially fluid under the cannula. After cannula removal, the site became hard and red within a day and was prescribed doxycycline and amoxicillin from a family doctor. The next day, the redness at the infusion site increased to about 6 to 7 inches in length and 5 inches in width, and the area became painful. The patient then visited emergency room where amoxicillin was discontinued, and a pain shot was administered no further information available.